Event description:
It was reported that the patient presented changes in their electrocardiogram and when examined by x-ray imaging, it was found this right ventricular (rv) lead dislodged one day after it was implanted and when attempting to retract the its helix, it would not retract. The lead was rotated more than 30 turns, subsequently the lead was extracted and when examined it was found to have some tissue stuck on the helix tip, with the cause for the helix issues unable to be attributed to the tissue. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that the patient presented changes in their electrocardiogram and when examined by x-ray imaging, it was found this right ventricular (rv) lead dislodged one day after it was implanted and when attempting to retract the its helix, it would not retract. The lead was rotated more than 30 turns, subsequently the lead was extracted and when examined it was found to have some tissue stuck on the helix tip, with the cause for the helix issues unable to be attributed to the tissue. A new lead was implanted. The device has been returned and is pending analysis. No additional adverse patient effects were reported.